Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and preformed a visual inspection and found bent electrode, sensor failed per inspection. Unable to confirm adhesive anomaly due to sensor being opene/used.

Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 196 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.